Event description:
It was reported that during a hip arthroscopy procedure using a speedstitch suturing device, the device came apart and could not be fixed. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.